Event description:
Information received by medtronic indicated that the insulin pump alarmed two motor error alarm. Customer stated that they change the battery and received unexpected restart alarm. Customer stated that when they changed the battery the insulin pump shuts down. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with all operating currents within spec and passed rewind test, self-test, displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test. No unexpected motor error, a21, battery power lose alarms noted during testing. However, unit received a21 alarmed after battery change and resets time/date to factory default. Pump history download using thds was successful. There are no motor error, a21, battery power lose alarms on event date 08-jul-2022. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. Motor passed motor test. The test p-cap/reservoir does lock into place. Unit had partial broken reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked case at display window corners, stained address/serial number label, stained end cap sticker, cracked case reservoir tube window corners. Unit motor error alarm, battery power loss alarms were not confirmed. A21 alarmed due to c13 voltage leak at interface board confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.